Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
During product evaluation of the returned precision device there was resistance that was felt when inserting the guidewire into the needle. The patient that was involved with the reported device was in stable condition. The procedure outcome was completed successfully.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One 21g needle and 0.021" guidewire were returned for evaluation. No sheath or dilator were returned. The returned needle and guidewire were subjected to visual analysis. There were no gross anomalies noted with the returned guidewire. The needle was examined under microscopy. At the cannula hub junction, there was flash. Dimensional testing was performed by measuring the inner lumen of the needle hub junction and the outer diameter of the guidewire. The inner diameter of the needle was then measured which was below manufacture specifications. The outer diameter of the guidewire was measured and was within manufacture specifications. Functional testing was then performed by inserting the guidewire through the needle. The guidewire passed through the needle. However, there was some resistance felt when initially passing the guidewire through the needle. Based on the investigation results the inner diameter of the needle did not meet dimensional specifications and was partially occluded. The reported event has been deemed manufacturing related and is being further investigated.